Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer stated that his up and down arrow buttons are warped and sticking. Customer stated that his buttons are deflated and kind of see through. Customer stated that he cannot stick anything flat in the battery cap to remove it. Customer tried to bolus but the numbers were scrolling. Customer's blood glucose level was 100 mg/dl. Customer attempted to give a bolus of 7 units, but thinks it scrolled and went to 17 units. Customer also stated that about a year ago, it started having issues with the threading. Customer stated that there is barely anything to use to remove the battery cap. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No scrolling numbers anomaly noted. The insulin pump has stripped battery cap coin slot, minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.